Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging his ipg. X-rays confirmed that the ipg had tilted towards his rib cage. The physician relocated the ipg and the patient was reportedly doing well following the procedure.